Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were communication or coupling issues. Use of the antenna locate feature resulted in a power on reset (por) being displayed on the recharger which then led to the normal recharging screen. Additional information has been requested, but was not available as of the date of this report.